Event description:
It was reported that a pump displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information to reset the pump and guided them through the process, after which the malfunction code did not recur. Customer was informed to continue using the pump and to call back if the issue recurs.